Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, the pacing system was explanted and discarded on (B)(6) 2020 because of an infection. The infection was not deemed related to the pacing system by the physician.